Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 22 and deactivation occurred at pulse 32. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. Rotational sensor errors were observed in the download data. The device was reset and programmed to deliver a 5-unit bolus. The device deployed during the reset run. An 0x42 alarm and rotational sensor errors were reported in the the reset data. Inspection of the commutator cap found excess flash from the ratchet gear on the commutator cap.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impacted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.